Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(4) 2018 reporting the patient had not notified their physician of the event yet. They had been turning off the device at night due to the issue. The circumstances leading to the event were noted to be a change to their program. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for chronic low back pain, complex reg pain syndrome type I, and spinal pain. It was reported the patient programmer was not working. The patient stated she was trying to turn her ins on to adjust it, but it will not do it. The patient stated they were seeing an a next to the lightning bolt and an a next to group d. The patient had never seen this before. It was reviewed what the a means. They could not get the a next to the group d to show the body position the patient was in. The patient was redirected to their healthcare provider. The patient stated she was going to call her representative to have him look at the ins. No patient symptoms were reported. Event date was the end of last week. No further complications were reported/anticipated.